Manufacturer narrative:
Investigation is pending.

Event description:
Surgeon was performing a 2 level fusion from l3-l5 using the pathfinder system in 2007. During use of the bone-drill-awl, the instrument broke with approx 5 mm of the fragment above the pedicle. The surgeon took a right angle clamp and removed the fragment from the pt and completed the surgery as intended.